Event description:
The hospital reported that during a coronary artery bypass procedure, the rptr was doing an evaluation of the product and the cutter would not cut (would not make the hole in the aorta). A new kit was used to complete the procedure. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the unit. The button and safety lock were depressed. The cutter had been actuated and the cutter and needle were extended. There was slight evidence of blood. Further investigation cannot be performed as the cutter had already been actuated. The reported complaint could not be confirmed or denied. Internal file number - (B)(4).